Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable vitamin d total g2 results for one patient sample from cobas 8000 e802 module serial number (B)(4). The initial vitamin d result was > 100 ng/ml. The repeat result with 1:2 dilution was 14.59 ng/ml. The repeat result with no dilution was 16.05 ng/ml. There erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The sample aliquots were processed by a modular pre-analytical system. Further investigation of the analyzer alarm history showed that on the day of event there were multiple pipetting error messages. Calibration history did show a relatively large signal variation between individual calibrations. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers.

Manufacturer narrative:
On the day of the event, there was multiple sample pipetting alarm messages generated. The reagent syringe and mixer were exchanged. All adjustments were checked and found to be acceptable. The analyzer was decontaminated. Based on the information provided, the investigation was unable to find a definitive root cause.

Manufacturer narrative:
After further investigation it was determined that serum samples are not affected by the recall. Correction/removal report number has been updated.